Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a guide wire was crossed, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced to dilate the lesion; however, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.